Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on his back under the therapy electrodes. It was reported that the blisters had opened and had started to drain. The patient's physician recommended an over the counter cream for the irritation. The patient reported that the irritation improved.